Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 20mm non-abbott device. It was noted during procedure via electrocardiogram, that the patient developed a left bundle branch block (lbbb). There was no calcification extending beneath the aortic annular plane in the interventricular septum. No intervention was performed or planned. The final non-coronary cusp implant depth was 6mm and the final left coronary cusp implant depth was 5mm. There was no difficulty experienced implanting the 25mm navitor valve. There was no clinically significant delay in the procedure reported. The patient did not have a prolonged hospital stay for monitoring of rhythm. The cause of the patient's lbbb is attributed to the unknown procedure guidewire, pre-implant dilatation, and the implant of the 25mm navitor valve. There is no allegation of malfunction against the abbott device or procedure. The patient was stable and discharged at the time of report.

Manufacturer narrative:
An event of device malposition and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the final non-coronary cusp implant depth was 6mm (deeper than the recommended 3mm) and the final left coronary cusp implant depth was 5mm and there was no calcification extending beneath the aortic annular plane in the interventricular septum. A pre-implant balloon aortic valvuloplasty was performed using a 20mm non-abbott device. It was noted during procedure via electrocardiogram, that the patient developed a left bundle branch block (lbbb). The cause of the patient's lbbb is attributed to the unknown procedure guidewire, pre-implant dilatation, and the implant of the valve. Based on available information, the reported heart block appears to be related to the procedure (guidewire and dilation). The reported device malposition appears to be related to procedural conditions (implant depth). There is no indication of a product quality issue with regards to manufacture, design, or labeling.